Event description:
It was reported through the attorney for the pt, as a result of a legal claim that allegedly, "the pt rec'd a trident ceramic on ceramic hip sys." It was further alleged that. "The pt is experiencing 'vibration in his hip while walking, popping and squeaking, and pain in the hip."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No add'l info is available at this time. The devices are not available due to the ongoing litigation.